Event description:
It was reported the device exhibited a high out of range pacing impedance alert for this right ventricular (rv) lead. Technical services (ts) reviewed the reports and did not see the high out of range value on the chart. Ts suggested troubleshooting actions. The lead remains in use. No adverse patient effects were reported.